Manufacturer narrative:
Investigation: customer returned a photo of a sealed 12.7mm, 29g pen needle from lot # 2355196. Customer states that the needle broke off the pen. The attached photo was examined and exhibited a sealed pen needle. No broken cannula was observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that during use of the pen ndl 29ga 12.7mm 100 bx 1200 USA the patient felt like the needle broke off the pen when it was used. The following information was provided by the initial reporter: "during phone call patient stated " I feel like the needle broke off the pen when I used it". " I think it might be in my patient stated " doctor was made aware.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the pen ndl 29ga 12.7mm 100 bx 1200 USA the patient felt like the needle broke off the pen when it was used. The following information was provided by the initial reporter: "during phone call patient stated "I feel like the needle broke off the pen when I used it"." I think it might be in my patient stated " doctor was made aware.